Event description:
Discordant troponin results were obtained on one patient sample on an advia centaur cp instrument. The three initial sample replicates did not agree with the two replicates obtained upon repeat testing on the instrument four hours later. It is unknown which set of results is discordant. It is unknown if the discordant results were reported to the physicians(s) or if corrected reports were made. There are no reports of patient intervention or adverse health consequences due to the discordant troponin results.

Manufacturer narrative:
A siemens customer service engineer (cse) was dispatched to the customer site. After evaluation of the instrument and instrument data, the cse replaced tubing and the sample probe dilutor. The cse ran a precision testing, which resulted within range. The cause of the discordant troponin results is unknown. The instrument is performing according to specifications. No further evaluation of the device is required.